Event description:
It was reported that this patient experienced an inappropriate shock due to the right ventricular (rv) lead being dislodged. The device was programmed off. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Filing a correction to correct field h6 patient code.

Event description:
It was reported that this patient experienced an inappropriate shock due to the right ventricular (rv) lead being dislodged. The device was programmed off. At this time, the lead remains in service. No adverse patient effects were reported.